Manufacturer narrative:
The hospital biomed replaced the flow sensors and resolved the reported complaint.

Event description:
The hospital reported that, during a case, it was initially noted that volume control mode was compromised and eventually became unavailable. The clinician reportedly switched to pressure control mode to maintain ventilation. There was no reported patient injury.